Manufacturer narrative:
(B)(4). Final analysis of the returned pump revealed wire weld anomaly and foreign material inside pump. Analysis confirmed that a power on reset had occurred in the field and that attempted use of the 8840 produced the error ¿pump in safe state reset occurred incompatible version¿. Inspection of the hybrid found a missing spot weld for the b- wire and a piece of foreign material attached to the post itself.

Event description:
It was reported that a non-critical alarm occurred. A battery reset message and safe state occurred. A different product was used.